Manufacturer narrative:
Additional information received : it was reported that there was no damage to the device packaging and the box was not wet; all seals were intact. Upon inspection, the physician noticed a white, wax-like substance in the steel cap attached to the distal end of the nosecone. The physician exposed two stent on the back table to further examine the graft. The graft material was described as feeling wet and appeared powdery upon inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis conclusion: four still images were received for analysis, each depicting the distal section of an endurant delivery system with the graft cover partially retracted, exposing the stent graft. In the first image, the device is held in gloved hands. In the second and third images, the device is placed on a table, with the third showing a gloved hand lifting the tapered tip. White flakes are visible on the gloves, spindle, sleeve, tapered tip, and gauze. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Fourier transform infrared (ftir) testing confirmed the foreign material produced a spectrum similar to that of a component of the device coating. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the index procedure for treatment of a 70.9mm aneurysm, the stent graft etbf2516c166ee endur ii bif was inspected after removal from the sterile pack and prior to use. The proximal end of the stent graft felt wet, the graft material was found to be powdery, and a white coloured waxy substance was observed in the distal steel portion of the nose cone. The device was never implanted, and the patient received treatment with another device. Per the physician the cause could not be determined. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the device was received in a tray in an opened pouch in a shelf carton. The graft cover was fully closed on receipt of the device. A tactile test of the graft cover was performed, no wetness was observed. Foreign material was evident inside the graft cover. No other deformation evident to remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.